Manufacturer narrative:
Product ID: 3093-28, lot# va01pdf, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect and a year after having their implantable neurostimulator (ins), it was not helping with their symptoms. It was stated "it worked good for a very long time on 2.9 then all of a sudden I was having to increase the number on the device and it wasn't working." The patient stated that every couple months, it got worse and worse and they were feeling like their bladder was full and they couldn't use the bathroom. It was noted the patient would urinate on themselves when they laughed and they were getting up 2-3 times a night so they ended up going to their healthcare provider. It was stated the patient was set on program 2 at 4.8 volts and they were not getting any relief and were waking up and urinating on themselves. Reportedly, the patient went to their healthcare provider the day prior to report and they went to the bathroom and the healthcare provider catheterized the patient and got five cups of urine. The patient stated the healthcare provider made them feel that if the program didn't work there was nothing else that could be done. The patient switched to program 3 at 4.7 volts and was going to see if that would help. It was noted the patient was not adequately trained on using the device. It was stated the patient was given a morphine drip for migraines at the time of implant, so they were not think clearly when they were explaining the programmer.